Manufacturer narrative:
The customer¿s reported issue was not confirmed, however, a no-image malfunction was identified as the no image problem was attributed to a defective/faulty cable unit. The cause of the faulty cable unit is unknown. The product was installed in march 2017 with no previous repair history. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed that the customer camera head was returned to the regional repair center for evaluation for a reported ¿poor image-dark¿. The event was found during an unspecified event. Upon inspecting and testing, a no-image malfunction was identified as the no image problem was attributed to a defective/faulty cable unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.